Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via literature article that the patient underwent a colorectal endoscopic submucosal dissection on an unknown date between 2012 and 2013 and absorbable hemostat was used and sprayed onto the surface of the post-esd site through a spraying catheter for endoscopic applications. During the follow-up period, the patient possibly experienced fever, inflammatory reaction, leukocytosis, and/or abdominal pain. Blood cultures were possibly obtained and were positive with coagulase- (B)(6) or streptococcus species. It was also reported that c-reactive protein level was lower. Additional information has been requested.